Event description:
On 01-jun-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 1.11 ug/l on an 82 year old male patient with chest pain. There was no patient information at the time of this report. Method date collected tested results sample I-stat , (B)(6) 2023 , 11:58 12:05, 1.11 ug/l, 6ml li hep, gel tube facility established I-stat troponin cut off 0.04ug/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There was no final diagnosis, no patient information, or details surrounding the event. New information was received on 07-jun-2023. The customer provided final diagnosis along with patient information and results from other tests. The new information was reviewed on 05-jul-2023 and although both methods were found to be positive, it was determined based on the positive I-stat result and a negative result on I-stat two days later that yielded a negative result of <0.02, the event was deemed reportable. The investigation is underway. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 28-jun-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23030.